Event description:
After a right colon resection, a patient was experiencing internal bleeding. The patient was re-opened and the surgeon suspected a seal had burst, as he had to repair a vessel in the mesentary with clips.

Manufacturer narrative:
Conmed is filing this event, as the patient had to be re-opened after the original procedure, where a conmed altrus handpiece was used. The patient had internal bleeding, and the situation was corrected with medical clips. The patient had passed away a week after the medical clips were applied. The surgeon confirmed the patient had passed away due to complications un-related to the use of the altrus handpiece. However, when conmed's sales representative inquired about the cause of death, the surgeon chose not to disclose the requested information.